Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient had a right total hip arthroplasty in 2008. Around (B)(6) 2011, the patient presented at the orthopedist office with complaints of a five day history of right-sided pain and limp on the side of her hip replacement. Patient had xrays which were unchanged and was sent for blood work testing for metal levels. At orthopedic follow up approximately one month later, the patient reported that the pain was much improved and that the patient no longer needed to use the cane or take aleve. Laboratory results from (B)(6) visit were: chromium level 37 and cobalt level 104. Md sent for ultrasound of hip and repeat labs to check for metal levels with plan to see patient in 2-3 weeks for scheduling of surgery. At this return visit in (B)(6), the patient reported that the pain was minimal. The ultrasound was relatively normal; chromium was 46.6 and cobalt was 105.6. At this visit, it was decided to proceed with revision of the asr cup even though the patient's symptoms had improved. Patient also had an echocardiogram to rule out cobalt related cardiomyopathy secondary to a faulty hip prosthesis that is causing elevated cobalt levels in the blood. The echocardiogram ruled out cardiomyopathy.